Event description:
The customer reported that when the system stops fluoroing, it freezes up. They completed the procedure on the same unit.

Manufacturer narrative:
The ge service rep replaced the interconnect cable and repaired the lemo connector. The system is working as intended.